Event description:
It was reported that at 6am tuesday morning, the patient woke up with terrible tremors. They used their programmer to check and saw their implantable neurostimulator (ins) battery icon showed a full charge but stimulation had somehow turned off and the programmer showed a picture of the doctor, however patient did not note any other information. They turned stim back on, their tremors ceased, they used their recharger and the charger showed the ins battery was not empty. Caller said they called the doctor who told them to call the manufacturer and maybe reach a rep. Worked with caller and patient to check using the patient programmer. The patient reported seeing on/ok and the ins battery icon showed the ins was 50-75 percent charged. The patient used the charger to start charging their ins, the ins battery showed 75-100 percent. The patient said they normally charge once a week and it takes an hour and a half to two hours and they see the fully charged icon. The patient said they have had no falls, no accidents, they had a CT and a steroid injection in their back a month ago. Recommended if they see the doctor picture, taking note of the code and calling pats back. Recommended calling the doctor back, reviewed it may be a good idea to get it checked in person by the doctor /rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The alert with the doctor image only showed one time and cause was not determined.